Event description:
This case was reported by a consumer and described the occurrence of salivary gland infection in a (B)(6) female patient who received oral moisturizers (biotene oralbalance cel) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturizers. At an unknown time after starting oral moisturisers, the patient experienced salivary gland infection, swollen lymph node and lymph node pain. This case was assessed as medically serious by gsk. Treatment with oral moisturizers was discontinued. At the time fo reporting, the events were unresolved. The patient provided the expiration date of april 30, 2016 but did not provided the lot number. The manufacturer's report number for this case is 1718912-2014-00008. Biotene is manufactured in (B)(4) in the united states, and neither the product nor the lot number for this product is available. (B)(4).